Event description:
It was reported, the patient complained of pain in his neck during medication infusion. The device was removed and a crack was confirmed on the catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number is unknown. Investigation summary: as received one powerport MRI isp with 8 fr s/l groshong catheter. With the tubing inlaid under the cath-lock on the port stem including the manufactured distal tungsten plug and three-way valve. Visual and microscopic evaluations were performed of the physical sample. A partial circumferential crack was found at 18cm. The fracture surface of the split has smooth, rounded sections and peeled/granular sections, oval orifices, which is consistent with flexural fatigue. Therefore, the investigation is unconfirmed for 1250a - subq leak/break/split w/o embo and confirmed for 1260r - flexural fatigue. The investigation indicates that the root cause is flexural fatigue, which is related to clinical conditions. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported, the patient complained of pain in his neck during medication infusion. The device was removed and a crack was confirmed on the catheter. There was no reported patient injury.